Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling occurred during testing. The following physical damage was noted: minor scratches on the lcd window, cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that while programming a bolus the up button on her insulin pump got stuck and the numbers scrolled uncontrollably; the pump then alarmed with a button error. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.